Event description:
The user facility reported that the angio-seal device was opened, and the sheath disintegrated. The event occurred before the device was used on the patient. The opened device did not make it into the patient. The procedure performed was an interventional radiology (ir) procedure. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 04nov2024: the device was stored in a pyxis machine.

Manufacturer narrative:
E3: occupation: lab manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was confirmed for improper device storage. The likely cause was determined to have been improper device storage resulting in light exposure which caused sheath embrittlement and breakage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).